Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l48816, implanted: (B)(6) 1998, product type: catheter. (B)(4). Analysis of the pump revealed an alarm anomaly of an undetermined root cause. Interrogation of the device showed the device contained baclofen.

Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed. (B)(4)

Event description:
The pump and catheter were returned with no information provided.